Manufacturer narrative:
An event of device deformity upon deployment was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 25mm amplatzer cribriform occluder was selected for implant. The device was deployed and deformed in a bulbous shape. The device was retracted and redeployed a second time, but the issue persisted. The device was exchanged for a like device of the same size and successfully implanted. There were no patient consequences.